Event description:
It was reported that the system 7 sagittal saw was allegedly overheating during a procedure. The case was completed successfully. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of overheating was duplicated. During the device evaluation, a drive link failure in the blade mount base was determined to be the primary failure. A worn drive link can result in high amps that cause overheating, as was reported and confirmed.

Event description:
It was reported that the system 7 sagittal saw was allegedly overheating during a procedure. The case was completed successfully. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. Device has not yet been received by manufacturer.